Event description:
It was reported by end user¿s wife that aquacel ag surgical dressing was applied to the end user¿s left knee incision on sixth of (B)(6) 2021 and within one day, redness started at incision site and radiated to groin and to ankle. However, according to the photos received, it appeared that the redness extended toward ankle and did not extend to groin. The end user was started on penicillin prescribed. The dressing was removed on tenth of (B)(6) 2021 and discontinued to use. By thirteenth of (B)(6) 2021, redness had completely resolved. Photograph depicting the issue was received from the complainant.